Event description:
The incident involved a plum 360 infusion pump. The reporter stated that a therapeutic dose of medication was being administered to the female patient whom had a deterioration. Based on the investigations carried out by the facility, the customer believes the problem was due to misuse of the pump in the data supply of the medication. The date of the event was 17-nov-2023 through (B)(6) 2023, and the product status at the time of event was during infusion. The device is available for evaluation. The customer stated that there was an under delivery of medication during an infusion of tirofiban and the pump indicated 12.5 mg in 250 ml, passing at 0.1 micrograms/kilo/minutes, when it was scheduled for 1cc/hour. She also stated that the device did not alarm, and customer could not determine whether there was harm to the patient.

Manufacturer narrative:
Device returned for evaluation. The event history was downloaded and reviewed but no programming was found on november 17, 2023 related to this event. However, the event file is attached to provide evidence that it was not involved in this event. Functional tests are being performed to verify the operational condition, release the device and return it to the customer. The probable cause was not found.